Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8709, lot# l58352, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and lumbar radiculopathy. The date of the event was unknown. It was reported that a routine pump replacement occurred on (B)(6) 2016. Upon opening the pump pocket the catheter was found to be split in two pieces. The spinal piece could not be located and was scarred down thus a sutureless connector could not be attached to the existing catheter. The remaining catheter that was not still attached to the pump was left implanted. A partial explant was done and the catheter was replaced and discarded. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The patient had not reported any adverse effects. The issue was resolved and patient status was alive; no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.